Manufacturer narrative:
Additional information: b3/d10, d4 expiration date (update to n/a), d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. A visual inspection was performed which identified the spike detached from the tube. The reported condition was verified. The cause of the condition is related to assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set came apart during patient transfusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.